Event description:
It was reported that during a case the 9900 system would not fluoro. Several reboots required to get the system to work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation indicated the need to replace the fluoro function board, the generator interface board and power supply. Components replaced and system functioned as intended. System returned to service.